Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The reporter stated there are lines across the display of the meter. No adverse event was reported. The alleged product was requested to be returned for evaluation.